Event description:
It was reported that (2) devices were used during a gastrectomy. It was reported by the affiliate that the tct75 instrument, with a trt75 reload, locked out. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.